Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photographs for the device related to the reported event of capsular contracture were reviewed on feb 02, 2021. Visual analysis of the photographs identified: white particle material on the shell and deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported capsular contracture baker grade IV. This relates to the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight was to the spec, a creases fold and a wear abrasion. A visual and microscopic analysis was performed which identified a striated opening on the radius. Base on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported capsular contracture baker grade IV. This relates to the left side. The device has been explanted.